Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Reportedly, the customer went to the emergency room and was subsequently admitted into the hospital, with a blood glucose level of 590 mg/dl with moderate ketones and dehydration. The customer attempted to address the elevated bg by delivering a correction bolus via the pump, and manual insulin injection. Multiple follow attempts were made by tandem customer technical support (cts), to obtain further information, however, no response was received by the customer.